Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter caused or contributed to the problems with infusion and aspiration was inconclusive due to the sample condition. One 5 fr t/l powerpicc solo was returned for investigation. The catheter was received in two segments. The proximal segment extended to the 25cm depth mark. The distal segment extended from the 36cm depth mark to the manufactured cut at the distal end. The section of tubing between the 25 and 36 cm depth marks was not returned for investigation. A red colored residue was visible in the lumen with the gray connector. Injection caps were attached to the red and white connectors, but not the gray connector. A functional test revealed that each lumen of each catheter segment functioned for both infusion and aspiration. The red colored residue was flushed from the lumen with the gray connector. A guidewire was inserted into the distal end of the proximal catheter segment and the wire was advanced through the catheter, but no obstructions were detected in the lumens. It was reported that the catheter was repositioned, but infusion/aspiration through the red and white lumens was inconsistent. The complaint could not be confirmed with the sample that was returned for investigation. Since the entire segment of the catheter was not returned, the complaint was inconclusive. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recv2100 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a tl power provena PICC was inserted (r brachial) without incident. Within 2-3 hours, rn attempted to draw labs. Gray lumen initially aspirated and then stopped, rn could not aspirate or flush at that point. PICC team assessed and could not flush/aspirate gray lumen, white and red lumens were inconsistent with aspirate/flush. Rn pulled PICC back a few centimeters, but unable to establish positive and consistent flush/aspirate with red and white lumens. Decision made to exchange PICC. New PICC (same lot#) has worked without incident exchange was performed.